Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had power error detected alarm. The customer¿s blood glucose was 7.9 mmol/l at the time of the incident. The customer stated that they had called earlier in the week to deal with a power error detected issue. The customer had performed reset in the evening and they had the error again. The customer was advised to discontinue use of pump and revert to backup plan. The insulin pump will be returned for analysis.